Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl. Cause was not known. Customer performed a supply change, administered a correction bolus via the pump as well as went to the emergency room to address the bg. The customer was assessed and discharged the same day (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.